Event description:
Pt alleged that their device is not working because their blood glucose is in the 400+ mg/dl range, and "they can't figure out why." No error messages were generated by the device during the time their blood glucose increased. Pt self-treated by delivering an insulin injection (amount not specified).